Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a 3cc syringe. The customer stated that the "0" markings are in the wrong place. They are about 1/4 off.

Manufacturer narrative:
An investigation is currently underway, upon completion, the results will be forwarded.